Event description:
Allegedly, pt had discomfort on hip joint. Surgeon found out breakage of ceramic liner on x-ray. At revision a changeable neck, ceramic head and ceramic liner were removed and same size changeable neck, ceramic head and pe liner were implanted.

Manufacturer narrative:
Investigation is not completed. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 3003379990-2008-0004, 0005. This product was manufactured in another country and the event occurred in other country.